Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed inside of the shield. Also reported needle shield difficult to remove. Lot #: 0125308. Catalog #: 328438. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation: a complaint history check was performed and this is the 6th related complaint for needle hub separates on lot # 0125308. A complaint history check was performed and this is the 1st related complaint for shield does not detach as intended on lot # 0125308. Customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the needle hub separated. The returned syringe was tested to determine the shield removal force (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 3.77 lbs., which falls within specifications. A review of the device history record was completed for batch# 0125308. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200893682] noted for out of spec shield pull. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed inside of the shield. Also reported needle shield difficult to remove. Lot #: 0125308; catalog #: 328438; date of event: unknown.